Event description:
A caller reported experiencing a cartridge alarm indicated as cartridge alarm 20. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. As a corrective action, the customer was instructed by technical support to store the malfunctioning pump properly before returning it. They were sent a replacement pump along with instructions on the necessary steps upon receiving it. The customer acknowledged understanding these instructions and will use multiple daily injections as a backup therapy to ensure continued insulin delivery.